Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Toxic anterior segment syndrome (tass). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the implantation of the intraocular lens (model zct375 +17.0 diopter), the patient developed toxic anterior segment syndrome (tass). Reportedly, treatment for tass was administered accordingly. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Corrected data: upon review of the file it was discovered that a previous MDR 9614546-2017-01241 was already submitted for the same event. MDR 9614546-2018-00708 is therefore a duplicate of MDR 9614546-2017-01241. No further reports will be submitted under the manufacturer report number 9614546-2018-00708. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.